Event description:
It was reported that bd insyte bl 22ga x 1.0in needle broke / detached it was reported by the customer that 22ga IV catheter was being placed the needle detached. Verbatim: rcc received a complaint via email. The (B)(6). (B)(6). Lot 3293248 ref (B)(4) (B)(6). Samples: pictures and physical. Phone: (B)(6). Email: (B)(6). Issue: 22ga IV catheter was being placed the needle detached. Additional info: 1. No adverse reactions. 2. (B)(6)2025 3. One occurrence 4. Please see incident report attached (including photos).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Correction: cancel MDR. This complaint relates to veterinary services and is not MDR reportable.